Manufacturer narrative:
Findings: unit received motor error during rewind due to broken and missing motor slide. Unable to perform functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, excessive no delivery test and off no power test due to broken and missing motor slide and motor error alarm. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated that possible piston damage on reservoir compartment. The customer stated that reservoir got stuck in the compartment and attempted to remove it with pliers. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.